Manufacturer narrative:
The event site submitted medwatch report # 14797797086-2018-0005 which reported a patient ID #(B)(6). Additional information has been requested, and we will report accordingly if it becomes available. The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not to be reviewed since the device manufacture date cannot be verified as the customer did not provide the serial number of the iabp involved in the event.

Event description:
It was reported that an unknown intra-aortic balloon pump alarmed blood detected and stopped functioning but there was no blood detected by the operator of the iabp. The operator attempted to restart the iabp and used the help feature to troubleshoot. The iabp was powered off and restarted. The maquet sensation 7 fr. 40cc intra aortic balloon successfully restarted. It wa not functioning for approximately 5 to 6 minutes. It was reported that the patient died on 30 may 2018. The death is not being attributed to the iabp. A separate report will be filed for the iab involved in this event.

Manufacturer narrative:
The customer did not request getinge service in connection with this event. However the getinge service representative for the facility contacted the customer and they advised that they checked the iabp and found that it functioned normally, and blood was only observed in the balloon catheter. Subsequently, the iabp was placed back into service with no further incident. The serial number of the iabp was not made available by the customer. Updated fields: (changed from invalid codes).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed blood detected and stopped functioning but there was no blood detected by the operator of the iabp. The operator attempted to restart the iabp and used the help feature to troubleshoot. The iabp was powered off and restarted. The maquet sensation 7 fr. 40cc intra aortic balloon successfully restarted. It wa not functioning for approximately 5 to 6 minutes. It was reported that the patient died on (B)(6) 2018. The death is not being attributed to the iabp. A separate report will be filed for the iab involved in this event.